Manufacturer narrative:
Service report (B)(4) documents that the st aia-pack troponin 2nd generation, lot number a919369 was performing within specifications. The reported erroneous results were not reproduced, and all precision data had cvs of <10% when testing the product. No additional erroneous results or imprecision have been reported since the initial occurrence.

Event description:
On (B)(6) 2011, it was reported (incident # (B)(4)) to tosoh bioscience that two troponin results on separate patients were reported as elevated. Upon a second round of testing both results were normal. The initial samples were retested, and both fell below the cut-off value of 0.06 ng/ml. Qc results were within range, and no other patient samples were discrepant. Tosoh field service was dispatched to investigate the report and determine if there were instrument errors that could have caused the discrepancies. They were unable to reproduce the reported imprecision, but made adjustments to liquid measurement volumes for sample tube and sample cup. Temperatures for substrate, wash and the incubator were adjusted slightly. The device did not fail to meet specifications. The device was being used as an aid in diagnosis. The results that were reported from the use of the device were elevated which caused the report of the adverse event.